Event description:
A peritoneal dialysis (pd) nurse provided a treatment sheet with the following information: the reported manual drain volume of 5685 ml was 210% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. No patient symptoms were noted and no further information is available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.